Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that she woke up the day before with really high ketones and blood glucose levels that were not coming down. Customer's blood glucose level was 485 mg/dl. She bolused using the insulin pump and then with an insulin pen to bring it down. The customer was a little nauseous. The infusion set had a bent cannula and she was not receiving insulin. The device was not returned.